Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On unreported dates, due to the pt¿s past medical history condition of dementia, it was reported that the pt was removing his minicaps. Subsequently, on an unreported date, the pt made a mistake of an unspecified touch contamination and experienced peritonitis. The pt was hospitalized for the event on the same day as onset. On an unreported date, the pt received treatment for the peritonitis with fortaz and ancef, ip-intraperitoneally (dose, route, and frequency unknown). On an unknown date (same month as hospitalization), the pt was discharged home and was placed on hospice care. On an unreported date, dianeal and extraneal therapies were discontinued. Subsequently, the pt passed away. The cause of death was due to respiratory failure and peritonitis as it was reported the peritonitis had not resolved prior to the pt¿s death. No additional information is available.